Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the piston rod was not retracting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/19/2016 device evaluation: the device has been returned and evaluated by product analysis on 01/04/2016 with the following findings: no motor rewind errors were observed in the black box or alarm history. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. Multiple load steps of the prime sequence were performed and no rewind errors were duplicated. There was no evidence of debris inside the cartridge compartment. The alleged issue could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.